Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that t2 would not deploy. There is no reported information as to the status of the t1 implant, any potential harm to the patient or surgical delay.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the customer¿s complaint could not be verified, nor could a root cause be determined with confidence. There were no indications during manufacturing record review that would suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that t2 would not deploy. Additional information received indicates t1 implant was removed and the procedure was successfully completed using a back-up device. No surgical delay, patient injury or other complications were reported.